Event description:
In addition to the blood-like liquid exiting from the air supply mouthpiece, a foreign body came out of the suction channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, customer follow-up and correction to d4 and g2. Correction: d4 serial number corrected to (B)(6). G2 inadvertently selected health professional. The device evaluation confirmed the customer's event. Additional foreign material was found clogging the nozzle. B5 was updated to capture this information. Customer follow-up confirmed the device was reprocessed prior to sending to olympus. The customer was unaware of what the foreign material was but possibly body fluid. There was no delay in pre-cleaning, the air/water nozzle was flushed with water and air, they used clean lint-free materials to wipe/brush the air/water nozzle and brushed the instrument channel/port and suction cylinder. The customer also stated they use endo clens cleaning machine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection: -states the preventative measures in evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus and the evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's air supply was weak. They replaced it with another device and completed the procedure. When they connected it to the video system center to check the air supply operation, a blood-like liquid came out from the air supply mouthpiece. The issue was found during reprocessing. There were no reports of patient harm.